Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats pneumonectomy and thoracoscopy. According to the reporter: the device was fired on the anterior pulmonary vein. Then, ligation of superior pulmonary vein was done. Ligation of branching of the artery in the lung was also done. Firing was done again on the nerve side. Bronchial tube was cut. Two hrs after the last firing, the surgery was finished. The pt was repositioned from decubitus position to dorsal position, and started to recover from anesthesia, then blood was found in the drain. The blood pressure could not be measured, so the surgeon converted to open surgery. Bleeding occurred from the inferior pulmonary vein. The part was opened about finger size. The part was clamped and bleeding stopped by ligation. Bleeding was reported as over 500 cc. Surgery time was extended by more than 30 minutes. The pt is under observation.